Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was diagnosed at the lead site. The patient underwent surgical intervention on (B)(6) 2017 where the lead was explanted. Cultures were taken, however the results are unknown.

Event description:
Follow up information identified the patient reported the infection has resolved and issue has resolved.